Manufacturer narrative:
The patient continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The vad coordinator (vc) reported that the patient had a tracheostomy. The following day, the vc reviewed the history screen and observed that there were low flow alarms, and speed dropping down to well below the set speed. The log file was reviewed by thoratec tech services which indicated that the data appears normal until 26 hours prior to the log retrieval where a motor stop command is received by the system controller causing the pump speed to drop down to 130rpms. Following this event the pump power appears to elevate with 10 power elevations above 10 watts recorded.